Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The report was received via FDA's medwatch program. Ref maude report mw5076565. No information was provided regarding initial reporter (hospital name, address, phone number, or email). When the surgeon was holding the patient's leg which was then lowered down on the operating room bed then landed on the bipolar forceps. Noted that the skin of posterior distal aspect of leg made contact and caused a left lesion. The patient had incurred a serious injury requiring intervention.